Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The registered nurse (rn) was going over through the home patient's (hp) pro card when she came upon the se 2240 alarm. The rn stated it occurred in dwell 3 of 4 sometime last week. The rn wanted to know what caused the alarm and the baxter technical service representative (tsr) explained the alarm was an air detected alarm. The hc detected air while refilling the heater bag. The rn understood and would follow up with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the nurse on (B)(6) 2011 and the patient has had no adverse events or any issues related to the system error 2240 alarm. The patient was able to resume therapy that day after starting over with new supplies. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.